Event description:
The user reported that the marker band on the snare fell off in the patient's kidney and remains in the renal system of the patient. The physician decided not to retrieve the marker band. The physician will follow up with the patient in three weeks. No further information was provided. No harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for evaluation. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.